Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas with a dexcom g7 and a steel cannula infusion set, following maladapted meal announcements in which meals were frequently entered as ¿less than usual,¿ leading to overdelivery of insulin and a sensor glucose nadir of 39 mg/dl; the user corrected with oral juice and glucose tablets, and a factory reset with full setup and education on meal announcements was completed, with additional training scheduled. Symptoms included hypoglycemia. Outcomes included resolution after user-initiated carbohydrate intake and completion of troubleshooting and education. Investigation included case review with coaching on appropriate meal announcements and confirmation of system setup and sms enrollment for training. Investigation of this case revealed use error related to meal announcement practices contributed to excessive insulin dosing, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.